Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose in the 20-30 mg/dl range at the time of the incident, and 106 mg/dl at the time of hospitalization. The customer was at 42 m/dl when they started to feel sick. The customer experienced symptoms such as feeling sick and treated with soda for the low. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer also called about a high of 412 mg/dl that led to hospitalization, and also for new product inquiries. The insulin pump will not be returned for analysis.